Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5592, implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that patient went to emergency room with symptoms of syncope. Implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.